Event description:
A pharmacist reported that following intraocular lens (iol) implant surgery, two patients presented with postoperative anterior chamber inflammation. She also stated that they are unsure if the iol is involved with the event. For this patient, the event occurred at one month following surgery, with anterior chamber cells grade 2 (on a scale of 0-4). There was no decrease of visual acuity. There was no improvement despite treatment. Additional information has been requested. There are two medical device reports for this event. This report is for the second patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4). This report was mailed to FDA on: 04/20/2011. (B)(4).